Event description:
On (B)(6) 2012, the reporter called animas alleging that the ok keypad button is unresponsive. The reporter stated that there are no rips or tears in the keypad. The patient is reported to keep the pump in a pocket and does not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact. Testing confirmed intermittent responses to button presses on the up, down, ok and contrast buttons. Multiple button presses requiring increasing force are required before the up arrow and ok buttons will engage. None of the buttons on the keypad have normal spring back or click. The keypad was removed for investigation revealing contamination under the contacts of all the buttons.